Event description:
It was reported that the user experienced a low blood glucose (bg) event while using the ilet, associated with inconsistent meal announcements and use of the ¿less than¿ meal option as a correction without consuming carbohydrates, leading the system to deliver postprandial insulin corrections and subsequent hypoglycemia; the device alerted to the low, and the user received troubleshooting and education on proper meal announcement practices. Symptoms included hypoglycemia with a nadir of 40 mg/dl. Outcomes included resolution after treatment with oral glucose and no need for outside assistance or medical intervention. Investigation included review of device use reports and user coaching. Investigation of this case revealed user-related use error, specifically announcing meals inconsistently and using the ¿less than¿ option without carbohydrate intake to correct bg, which aligned with a maladapted meal algorithm behavior; a factory reset was discussed if issues persist. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement and correction behavior.